Event description:
The customer's wife called to report that the customer passed away while wearing the insulin pump. She did not want to provide further information and stated she could not return the insulin pump because she donated it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.